Manufacturer narrative:
(B)(4). Information was not provided by the contact. Closing trigger, anvil, pan the analysis found that one ec60a device was returned with the closing trigger broken and with no cartridge reload present. In addition a cartridge pan was received inside a plastic bag. Furthermore the anvil was noted to be damaged. No further functional testing could be performed due to the condition of the device. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. No conclusion could be reached as to how the closing trigger became broken and the anvil damaged, it is possible that the device was clamped over an excess of tissue causing the anvil to bent. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a vats wedge resection/wedge biopsy procedure, on the first firing with the device (black cartridge with synovis peri-strips buttressing), after the surgeon squeezed the firing trigger three times, the fourth squeeze failed to return the knife. The device was locked on tissue. He pushed the red button several times and when he went to reverse it, the stapler broke ¿ it made a cracking noise, the housing broke and the end effector was loose. The jaws did eventually open, but it was difficult. The surgeon was unable to clearly see the staple line and cut line, so it is unknown if there was tissue damage. ¿the tissue was really thick with buttressing.¿ the case was extended by about 30 minutes. Case completed with another device of the same product code. There were no patient consequences reported.